Event description:
It was reported that during MRI protection programming, this left ventricular (lv) lead was noted to exhibit out of range pacing impedances. Technical services (ts) discussed that to rule out a lead fracture is best practice, however, there is no information at this point that indicates this was performed. Additional information from the field representative indicates that the cause of the out of range measurements has not yet been determined and the physician is aware of the issue, however, there are no further actions planned at this time. The lead remains in service. No adverse patient effects.